Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement motion control box positioner shipped to site (B)(4) 2016. Suspect motion control box positioner returned to manufacturer for analysis and is under analysis. Return requested. Replacement system control board assy shipped to site (B)(4) 2016. Suspect system control board assy returned to manufacturer on 08/24/2016, unused. On (B)(4) 2016 a medtronic representative performed an imaging system check-out, imaging modalities and system inspection areas passed. Mechanical test failed. Gantry functions not working. Inspection reveals remote desktop with all axis statuses blank. Dmc smart terminal would not connect with the positioner but connected to the other 2 control boxes. Replaced the positioner control box. Issue resolved. System performed as intended.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a spine procedure, they were unable to open the imaging system gantry. Their imaging system was positioned around the patient, however, would not completely close. They tried unsuccessfully to re-open the imaging system. The gantry was opened manually and then moved out of the way. After several re-boot attempts, the gantry did not respond to pendant controls. The surgeon discontinued the use of the navigation system and the imaging system. Delay in therapy was 45 minutes. The surgeon completed the procedure using a c-arm. There was no impact on patient outcome.

Manufacturer narrative:
Investigation of returned suspect motion control box positioner was unable to confirm reported problem. Installed positioner motion control box on test imaging system and motion calibrated as expected. X, y and z axis all responded as expected when pendant was actuated. Ran positioner control box on test imaging system and it functioned as expected. No problem found. The reported event could not be duplicated by medtronic personnel.